Event description:
This report was received from global pharmacovigilance. This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced peritonitis. The cause and outcome for the event of the peritonitis were not reported. Treatment information and action taken with dianeal therapy were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h10g26065, h10i22029) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.